Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified treatment (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Physioneal therapies were ongoing. The patient was not recovered from the peritonitis. No additional information is available.